Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two unspecified textured saline breast implants experienced breast pain, numbness in shoulder arm. Migraines, heaviness, sharp pain nipples (areola), brain fog, unable to lose weight, inflamed feeling, off balanced menstrual cycles, back pain and breast numbness post procedure. As a result, patient has a planned a explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.